Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found.

Event description:
It was reported that during an implant procedure the right atrial (ra) lead exhibited high thresholds and high impedance. The lead was repositioned multiple times. The physician stated it took a lot of turns to retract and extend the screw. The physician chose to implant a different lead and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.